Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was investigated and it was confirmed there was a short inside the power button. This resulted in the on/off button being activated when not physically pressed. Masimo initiated a recall for this issue and notified us FDA on 02/15/2024. The recall number is z-1538-2024.

Event description:
The customer reported the device turns on / off randomly. There was no patient impact or consequence reported.